Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: medical device problem code: 2017 -failure to follow steps / instructions.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40311a1026) was chosen for implantation. During the first establishment of final arm angle (efaa), the clip slowly opened to 60 degrees. The physician decided to deploy the clip with arm positioner in closed position without performing a second efaa check. Upon deployment, the clip opened to 60 degrees (clip opened while locked (cowl)) a second xtw (lot: 40229a1077) was implanted lateral to stabilize the cowl. The procedure ended with mr reduced to grade 1. There was no tissue or chordal damage.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, the imaging review and without the device to analyze, a cause for the reported unintended movements associated with clip opening during efaa and clip opening while locked could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not performing troubleshooting after the first efaa check failure, the user not performing the second efaa check prior to clip deployment and deploying the clip with the arm positioner in the closed direction. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.